Manufacturer narrative:
Continuation of d11: product ID: 8780, lot# serial#: (B)(6), implanted: on (B)(6) 2020, explanted: on (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer's representative (rep) on 2020-aug-25. It was reported that the hcp aspirated 20 mls during one refill appointment and was unable to perform a refill at another refill appointment. At the pocket revision on (B)(6) 2020, the surgeon opened the pump pocket and found the pump segment of the existing catheter was very twisted. The surgeon cut off the pump segment added a new segment and was able to aspirate 2 ml of clear fluid. The volume amount in the reservoir was checked and 20 ml of drug were aspirated. The pump was attached and the new catheter was primed. The removed catheter piece was discarded. The issue was considered resolved at the time of the report and the patient's status was listed as "alive-no injury".

Event description:
Additional information was received from the company rep. It was reported that the managing physician was unable to do the refill due to the flipped pump. It was reported that the neurosurgeon couldn't aspirate the catheter with the twisted catheter segment on and was able to aspirate without issues when the new pump segment was attached.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# , serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient's pump was flipping. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. A pocket revision was scheduled for (B)(6) 2020. No symptoms were reported. The issue was unresolved; the patient was alive with no injury. No further complications have been reported as a result of this event.